Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? How was the procedure completed? I was not present during the case. Surgeon states 1/4 to 1/3rd of line fired on second load. First load fired well. 2nd device opened to finish staple work. The analysis found that one device was returned in good visual condition and with an partially fired 1/16 loaded on the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? How was the procedure completed? I was not present during the case. Surgeon states 1/4 to 1/3rd of line fired on second load. First load fired well. 2nd device opened to finish staple work.

Event description:
It was reported that during an unknown procedure, the second load misfired one quarter staple. It was unknown how the procedure was completed. There was a slight delay in the procedure. There was no patient consequence.